Event description:
It was reported that when the unit was connected an e4 error displayed which is hardware issue. They tried to switch off and on again, same error. Surgery proceed the procedure without using the unit.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned devices and the reported incident. Visual inspection of the controller found no cosmetic issues. During functional evaluation, the controller was powered up and showed an f4- hardware failure. A further functional evaluation could not be performed as the failure could not be reset. The complaint was verified and the root cause could be determined as an electrical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.